Event description:
Event occurred regarding chemolock additive port where it was reported that chemo leaked from the bag when spike is inserted into bag. The occurred when chemotherapy had been injected using the cstd ports. Clips were placed onto the bags. One pharmacist was exposed to chemotherapy as most of the bag content spilled onto her lap. The event did not occur while with a patient since it was caught in the pharmacy upon checking. The bags of medications for patients were remade. No further action done as she was reported to be okay. The chemo spill was cleaned up per facility protocol. Spill kit was used.

Manufacturer narrative:
Investigation summary: a photo where a leaks from between the spiros and connector bond was noted. No additional leaks or anomalies is observed. Complaint of leaks can be confirmed based on the photos shared by customer. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.